Manufacturer narrative:
No device was returned for analysis. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal instructions for use (IFU) precaution that the tension spring should in place for at least 20 minutes, but not more than 45 minutes, following placement of the angio-seal device. Anchor deformation could occur if the tension spring is allowed to remain in place for longer than 45 minutes.

Event description:
It was reported, a 6f angio-seal vascular closure device was deployed post percutaneous coronary intervention procedure. Heparin was injected to avoid a subacute thrombosis. A long 6f sheath and a .035 inch radiofocus wire was used for sheath exchange. The tension spring was attached for 40 minutes and hemostasis was achieved. A light hematoma developed at the puncture site and the doctor applied a gauze roll compression dressing six hours later, the patient's blood pressure dropped and the physician was called. When the physician arrived, there were red dots around the patient abdomen. The physician did not believe there was any gastrointestinal bleeding, therefore he gave the patient protamine to reverse the heparin. A head and abdominal CT scan revealed 500-600cc of blood in the retroperitoneal cavity. The patient was transferred to another hospital, which was early the next day. The patient was transfused with 1600cc of blood. There was no surgical intervention. The next day, the patient was transferred back to the original hospital. Three days later, a CT scan confirmed the bleeding had stopped. The physician stated the puncture site was heavily calcified. Reportedly the patient is recovering.